Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The presence of a lead removal wire prevented electrical continuity testing. Visual continuity inspection performed for the entire conductor length using destructive testing indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported the right ventricular (rv) lead exhibited t-wave oversensing (twos) and a drop in r-waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).